Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous, and an x-ray confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend the helix caused the inner conductor coil to break. The reported high impedance measurements were likely the result of the lead damage observed by the laboratory.

Event description:
Boston scientific received information that during an implant procedure prior to pocket closure this right atrial (ra) lead was an attempted implant. During lead repositioning the rotation tool had to be rotated more than what is recommended in labeling. After it was repositioned, there were observation of noise, impedance values greater than 3000 ohms, and loss of capture at max output. The lead was removed and replaced, as they suspected a conductor fracture. No adverse patient effects were reported.